Manufacturer narrative:
Unit to be evaluated by manufacturer. Stretcher was being used in manual mode when injury occurred.

Event description:
Loading cot into ambulance. Lifting cot from the side. Twisted his back as he lifted, causing injury to his back.